Manufacturer narrative:
(B)(4). Product analysis: the stent was returned for analysis but was not present on the balloon. About 8 stent segments from one end of the stent were intact and the remaining stent segments were stretched and deformed. There was no damage to the distal tip of the delivery system. There were crimp impressions visible along the working length of the balloon. No other damage was noted on the delivery system. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was attempting to use the endeavor resolute drug-eluting stent to treat a lesion on the opening of lcx which exhibited 50% stenosis, slight vessel calcification and severe tortuosity. No abnormity was noticed during inspection prior to use. No difficulties noted when removing the protective sheath. The lesion was pre-dilated by a 2.5mm x 10mm balloon catheter at 12atm for 5 seconds. It is reported that no stenosis was left after pre-dilatation. Resistance was noted when advancing the device to the lesion, no excessive force was used. During the operation, the device could not cross the lesion. The device did not pass through a previously deployed stent. During withdrawal, the device dislodged. The dislodged stent was removed from the patient with a snare. The stent was observed deformed when it was taken out. Procedure completed using another stent. No patient injury reported as a result of the event. ¿please note that this device (endeavor resolute rx) is not marketed in the united states; however, it is similar to the united states marketed device (resolute integrity rx). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.